Event description:
The pt was positioned on the bed with the base of the bed extended the foot to make room for the surgeon to stand at the head. When we unlocked the bed to spin it 90 degrees it started to tip head first. The operating room team grabbed the foot of the bed and the head of the bed and saved the pt from tipping on head. The bed was locked down and the base was extended back to center. No injury occured. It was a close call and was avoided by the quick reactions of the operating room crew.